Event description:
The customer reported a fluid leak of approximately 1ml from the probe of a coulter hmx hematology analyzer with autoloader. It is unknown whether the leak was contained within the instrument; however, partial aspiration error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2014. The fse indicated that the previous fse that was in for the same problem on (B)(4) 2014 had replaced solenoid 16 which applies air pressure to bsv (blood sampling valve) aspirator tip air cylinder for rotation. However, when the fse arrived to address this event, he found the wire that provides ground for solenoid 16 was pinched between the plate behind sheath tank. The fse rerouted the wire and tested the bsv in diagnostics with no further issues. The fse could not determine whether the pinched wire was caused by action taken from the previous visit. (B)(4).